Event description:
Pt with metastatic breast cancer to the liver was treated uneventfully with 153 gy of therasphere in 2002. Eight days later pt presented to the ER with nausea, vomiting and chest/upper abdominal discomfort. Pt underwent evaluation with EKG, labs, and cxr and was told their symptoms were not related to cardiac ischemia, mylanta recommended. Pt's symptoms persisted and 6 days later pt was admitted to the hosp where the next day upper gi showed 3 large non-bleeding ulcers which showed no recent hemorrhage. Pt started on ivf, mso4, ppi, and zofran. Incidental findings included a uti and anemia. Epogen was given and 2u prbc's. Pt was discharged 3 days later with oral medications.